Event description:
It was reported that the customer passed away. It was stated that the customer was off the insulin pump for one day before passing. It was stated that the customer went into the emergency room with diabetes ketoacidosis, and her blood glucose reading was over 600 mg/dl at time of death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.